Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: observed no visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.